Event description:
It was reported that during a routine device replacement, the new device was connected to the right ventricular (rv) lead, and registered undefined impedance on the defib portion of the lead. The lead was disconnected and tested through the analyzer, exhibited normal impedances. The device was reconnected to the lead once more, and once again registered undefined impedances. It was suspected that the device header was malfunctioning. Subsequently, the device was not used and another device was implanted. No patient complications have been reported as a result of this event.

Event description:
It was reported that during a routine device replacement, the new device was connected to the right ventricular (rv) lead, and registered undefined impedance on the defib portion of the lead. The lead was disconnected and tested through the analyzer, exhibited normal impedances. The device was reconnected to the lead once more, and once again registered undefined impedances. It was suspected that the device header was malfunctioning. Subsequently, the device was not used and another device was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4076 implantable pacing lead - (B)(6) 2007. (B)(4).

Manufacturer narrative:
Product event summary: the device was returned and analyzed. No anomalies were found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.